Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 30 mmol/l at the time of the incident. The customer treated the blood glucose with manual injections. The customer stated that the battery cap was sticking out. The customer was advised to contact their local hospital for a replacement insulin pump. The customer did not return the product back for analysis.